Event description:
In 2005, a customer had a problem with the epump feed and flush set. The customer states "the pt received 300cc of flush instead of feeding solution. The customer also stated both bags were labeled feed."